Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 6f exoseal vascular closure device (vcd) was used, the visual indicator window was found to not change in color, and it came out. Hemostasis was achieved by manual pressure. There were no reports of patient injury. This was an endovascular therapy case (evt) case. A brite tip catheter sheath introducer (csi) was used as a concomitant device. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when the 6f exoseal vascular closure device (vcd) was used, the visual indicator window was found to not change in color, and it came out. Hemostasis was achieved by manual pressure. There were no reports of patient injury. This was an endovascular therapy case (evt) case. A brite tip catheter sheath introducer (csi) was used as a concomitant device. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18356813 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. Procedural, handling, and/or anatomical factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.